Event description:
On (B)(6) 2013, the physician reported that no information was known as the event greater than 12 year prior and the physician had no recollection of the events.

Manufacturer narrative:
Relevant data, corrected data: previously submitted MDR indicated an incorrect date for settings ((B)(4) 2009). This report is being submitted to correct this information.

Event description:
Clinic notes dated (B)(6) 2012 and (B)(6) 2012 were received on (B)(6) 2012. A patient referral form dated (B)(6) 2001 indicated that the patent's seizures were 100% controlled. Notes dated (B)(6) 2000 indicated that the patient had three minor seizures the previous month. The patient's settings were provided. It was also noted that the patient had a decreased frequency, duration and intensity. Notes dated (B)(6) 1999 indicated that the patient was experiencing an increase in seizures. The patient's settings were provided. It was also indicated that the magnet was used to abort seizures but was seldom effective. Additional programming history and seizure frequency was provided. It was indicated that on (B)(6) 1999 the patient was in the ER for three seizures.